Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 387 mg/dl and an insulin injection was administered to address the bg level. The customer removed the infusion set site and saw no visible damage. The customer changed the infusion set site and tubing.